Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a gold probe was used for a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the probe was not able to conduct current for cauterization. The physician completed the procedure using another manufacturer's hot snare along with the original generator. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. The reported event of probe failed to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.